Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml 31ga 6mm 10bag 500 ap experienced a breach in sterility. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: consumer discovered the incident ( cap fall out ) and packaging was open too.

Manufacturer narrative:
H.6. Investigation: no samples were returned as of (B)(6) 2020, therefore, the investigation was performed based on the photo provided. The customer provided one photo of a polybag from lot 8134815. Consumer reported the incident (cap fall out) and packaging was open too. The photo was reviewed, and no issues were observed from the photo alone. Since no evidence of manufacturing defect was observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 8134815. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200757185, 200757197] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the syringe 1ml 31ga 6mm 10bag 500 ap experienced a breach in sterility. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: consumer discovered the incident ( cap fall out ) and packaging was open too.